Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent unexpected resets occurred. The customer's blood glucose level was 92 mg/dl. Reportedly, the customer loaded a new cartridge or reloaded the cartridge to resolve the issue. Customer reverted to manual injections for continued insulin therapy.